Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore only based on the returned device data as well as the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing. The returned device data were inspected thoroughly. The analysis revealed an unexpected battery behavior, which led appropriately to the display of a warning message during interrogation to alert the user in a timely manner. Based on all data available, the documented battery voltage showed that the battery was still sufficiently charged to provide anti-bradycardia therapy. Based on the data available for analysis the root cause for that behavior was not determinable and can only be clarified by an analysis of the device itself. Should further relevant information or the device itself become available this investigation will be updated.

Event description:
After an implantation period of approx. 68 months, during interrogation a battery error message was observed. The hospital will scheduled the pacemaker replacement.